Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 5th related complaint reported with the defect/condition of catheter tip integrity with lot. DHR review: a review of the device history record was completed for sub-assembly # (B)(4), lot 8207696 manufactured 20-aug-2018 to 31-aug- 2018 and sub-assembly # (B)(4) lot 8243589 manufactured 04-sep-18 to 28-sep-18 on machine icam 02 used in the claimed lot # 8255880. The batch was analyzed for ¿damaged component¿, ¿needle tip penetration¿, ¿catheter tip penetration¿ and ¿drag catheter test¿, and it was not evidenced results of these tests out of specification and no other records were found that could clearly lead to this complaint. However, for batch 8207696 in the tipper catheter tipping process, bad catheter tip records were evidenced, which may be related to the incident in question. It is noteworthy that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the area operator / preparer according to procedure (B)(4). These adjustments were evidenced during the batch history analysis. Investigation conclusion: confirmed: bd was able to confirm the customer complaint for the claimed defect. Root cause description: based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step.

Event description:
It was reported that a damaged tip occurred during use with a insyte 24 ga x 0.75 in. The following information was provided by the initial reporter, "catheter 24 is observed with dysfunction in the tip at the time of insertion in the patient."